Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting early battery depletion and had no output. The ipg had no telemetry. Physician elected to explant the device.